Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a crack on the right plunger case. The customer reported product problem (primary audible alarm system failure) was evidenced in the event history log (ehl). This error was also reproduced during testing. The error occurred because the c9 capacitor had broken off from the interconnect board. This damage was attributed to the customer (impact to the device). A user interface issue was therefore established as the root cause. The damaged interconnect board was replaced.

Event description:
It was reported that the medfusion pump exhibited a primary audible alarm system failure. No patient injury or complications were reported in relation to this event.